Event description:
Medtronic received information that immediately post implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block (lbbb). No treatment was prescribed, and the patient recovered the next day. One day post-operative, the patient developed supraventricular tachycardia; medication was prescribed and the patient recovered. Five months following implant, a non-sustained ventricular tachycardia in the order of 9 beats was noted. A permanent pacemaker was implanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.